Event description:
It was reported "this is the second iab on this patient. Again, the balloon was not fully inflating via flouro". Additional information states that another iab catheter was inserted to continue therapy into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR#3010532612-2024-01052.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "this is the second iab on this patient. Again, the balloon was not fully inflating via flouro". Additional information states that another iab catheter was inserted to continue therapy into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR# 3010532612-2024-01052.